Manufacturer narrative:
Conduction disturbances, such as complete heart block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram showed complete heart block and loss of capture with the temporary pacing system resulting in a near-syncopal episode. The pacing rate and output were adjusted without resolving the loss of capture. The positions of the temporary transvenous pacing leads were adjusted without resolution. The patient was then treated with medication and the positions of the pacing leads were again adjusted to stabilize her heart rhythm and blood pressure. A permanent pacemaker was successfully implanted the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.